Event description:
It was reported that this pacemaker exhibited atrial undersensing. Low intrinsic amplitude was also observed. Further review was recommended by technical services (ts). No adverse patient effects were reported. This device remains in service.